Manufacturer narrative:
(B)(4). The 510(k): the product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was visually inspected for damage. The electrical resistance of the circuit was tested using a multimeter. Results: there was no damage to the returned breathing circuit however there was a black residue on the tip of one of the heater wire pins. The resistance of the heater wire was within specification. A lot check revealed no other complaints of this nature for lot number 091015. Conclusion: the complaint breathing circuit was not "burned" as reported by the customer, but rather was dirtied. The damage that the customer is a black residue that was on one of the heater wire pins. The source of the residue could not be determined. The circuit operated normally and the resistance was within specification. No functional faults were found with the device.

Event description:
A hospital in (B)(6) reported via a distributor that the connector on an rt106 breathing circuit appeared to be "burned". No patient consequence was reported.